Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery alarm. The customer¿s blood glucose level was 165mg/dl at the time of the incident. The customer reported that the piece that locks the battery in is and he is not getting a connection because he is getting a failed battery test after he has entered new batteries and getting a weak battery. The customer stated that he knows what it is and is telling what is wrong with it and if he takes off the cap the pump may not work anymore and he does not have shots. A replacement battery cap will be sent to the customer. The insulin pump will not be returned for analysis.